Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a breast augmentation procedure, the surgeon was using the diathermy electrode deep into the breast tissue and noticed skin tissue damage below the breast at the same position as where the base of the electrode was coming into contact with the skin. Upon inspection, the diathermy electrode was noticed to be slightly loose in the diathermy attachment and the steel of the electrode base was exposed. When the device was activated, it resulted in sparking and unwanted tissue damage. The surgeon reported that the patient received skin damage/burn and the surgeon was required to excise extra skin tissue to remove the damaged area (less than 1 cm). The site has since reported that the patient made a full and normal recovery.

Manufacturer narrative:
(B)(4). Date of follow-up report: 07/28/2016. Evaluation of the incident device found the electrode barrel had expanded confirming the customer's report. The cause was determined to be due to the user either inserting the electrode and pushing the barrel side to side, or using the electrode to move tissue aside.